Event description:
During a remote follow-up, noise that resulted in over-sensing was detected on the right ventricular (rv) channel of the device. Provocative testing was performed, and the noise was not reproducible. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.